Event description:
It was reported that a patient with a sternal infection and debridement of sternal wound was placed on npwt. Upon takedown of the dressing 4 days later, the fluid was allowed to pool under the dressing and the pump did not alert that therapy was compromised thus compromising the patient and sternal reconstruction. The patient had a delay in care and extended hospital stay.

Manufacturer narrative:
Investigation results: the device was sent to our technical center so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. There were no malfunctions replicated during the evaluation; it passed all the testing parameters (multiple times) including kinked tubing/free flow test, flow meter test, vacuum decay test, blockage alarm test, over vacuum alarm test, and leak alarm test.¿ a device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. The evaluation was closed on the basis of no faults or issues being found with the device when tested.¿ a review of the ifus for the renasys touch npwt device list several contraindications for this device including ¿ malignancy in the wound - patient suffering from difficult hemostasis. In the small history provided of this patients illness it was documented that the patient had a mediastinal tumor removed about 7 years ago. In the last 7 months the patient has developed ¿diabrosis of the chest wall skin¿ with ¿tumor-like tissue and occasional hemorrhage.¿ also in the IFU¿s were directions to ¿ carefully monitor the patient, device and the dressing frequently to determine if there are any signs of bleeding, exudate accumulation, or pooling, infection, maceration, or loss of negative pressure wound therapy. Npwt devices are not designed to detect or issue an alarm condition based on the presence of blood or pooling. These conditions may only be detected by frequent monitoring.¿ also stated; ¿tissue ingrowth into the foam/gauze may be reduced by lowering the therapy pressure, using a wound contact layer or by increasing the frequency of dressing changes.¿ ¿the user must have the necessary specialist knowledge of the specific medical application for which the renasys touch is being used.¿ in conclusion, based on all the product investigational results and a review of the ifus, this event might have been avoided by more frequent, eyes on monitoring of the wound and dressing. No current information on this patient¿s status has been provided at this time.